Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked. Reportedly, the customer did not know specifically what caused the screen to crack. However, customer mentioned working outside for many hours on the day the screen was cracked. The pump was still functional. Customer's blood glucose level was 86 mg/dl. Customer stated pump would continue to be used for insulin therapy.